Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was broken in two fragments and the ptfe (polytetrafluoroethylene) was scrapped off very close to the separated site. In addition, it was revealed that the guidewire was severely bent and kinked at several places along its ptfe length and along its polysleeve length due to excessive manipulation. Functional analysis could not be performed due to the anomalies found on the product. There was necking at the fracture site which could indicate a ductile fracture caused by bending and twisting of the corewire. Furthermore, per the dfu: ¿exercise care in handling a guide wire during a procedure to reduce the possibility of accidental breakage, bending or kinking. Excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire.¿ therefore a cause of use error was assigned to the guidewire broken and guidewire ptfe coating peeling.

Event description:
During the analysis of the returned device, it was revealed that the guidewire was broken in two fragments and the ptfe (polytetrafluoroethylene) was scrapped off. No clinical consequences reported to the patient.